Event description:
The customer reported that the battery does not charge. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The device was repaired and passed performance testing after the repair was completed.